Event description:
During a remote follow up, noise resulting in oversensing was observe on the right atrial (ra) lead. X- ray imaging was performed but no anomalies were noted. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that ra lead fracture was suspected but not confirmed.

Event description:
Additional information was received that decreased sensing and inappropriate automatic mode switch were observed on the ra lead.